Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, not provided. E1: telephone number: requested, not provided. E3: occupation: requested, unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted, however an image was provided. 1. The provided image showed that the actual sample was fractured at the distal end, exposing the core wire and unraveled coil. 2. History investigation of the involved product code and lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report from other facilities was found in the past. 3. Cause of occurrence/ conclusion. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Relevant IFU reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the ns guide wire broken during use and the residual end of the ns guide wire was not removed from the patient and it was covered in the blood vessel by the stent. Angiography showed that the coronary blood supply was right-dominant, the left main trunk was normal, the anterior descending branch opening and its proximal part got lesions, the worst were 85% stenosis; the d1 opening was 60% stenosis, and the forward blood flow was timi3. The middle part of the circumflex branch was 50% stenosis, and the forward blood flow was timi3. The proximal segment of the right crown was 50% stenosis, the middle segment was 50% stenosis, and the distal segment was 60% stenosis. The anterior blood flow was timi3. According to the angiographic results, coronary interventional therapy was recommended.ebu3.5 guide catheter was selected to set in the left crown opening, and soft guide wire was used to the distal end of the anterior descending branch. Due to poor supporting force, it was difficult to advance the pre-expansion balloon. The double guide wire technique was used thus sent a runthrough ns guide wire to the distal end of the anterior descending branch, and a 2.5×15mm geway ptca balloon expansion catheter was sent to the opening of the anterior descending branch and the proximal lesions successfully. Predilatation was performed at 10, 12 and 14atm. The 2.5×29mmfirebird2 cob-eluted stent was placed at the proximal lesions of the anterior descending branch and inflated at 8atm-10s. The runthrough ns guide wire was removed and then sent to the distal end of the anterior descending branch again. A 2.5x18mm firebird2 coronary rapamycin eluting cobalt-base alloy stent was selected to place at the anterior descending branch opening and the proximal lesions, which was connected to the former stent, and inflated at 10atm-10s. Angiography showed that the stent at the anterior descending branch opening to the proximal segment was attached to the wall of vascular well, and the anterior blood flow was timi3. The d1 opening was 90% narrow, and the forward flow was timi2. Then it was difficult to pull out the runthrough ns wire, repeated attempts was performed but caused the wire broke at the junction of the two stents, and the soft wire guide came out of the stent. Repeated angiography did not show any floating residual end of the guide wire, the metal ring shadow was visible in the promixal part of the stent, the shape of the middle part of the stent was deformed, about 40% of the residual stenosis, and the forward blood flow was timi3. Repeatedly operated the guide wire that the runthrough ns guide wire was sent to the distal end of the anterior descending branch through junction of two stents, and another runthrough ns guide wire was placed at the distal end of d1. Repeated attempts was performed to send the 1.0×6mm microport pre-expansion balloon and 1.5×10mm gilway ptca balloon expansion catheter to the anterior descending branch to pass through where the ns guide wire fractured, but all failed. The driving-type dilating balloons (1.0×6mm microport pre-dilating balloon, 1.5×10mm geway ptca balloon dilating catheter) were used to try but still unable to pass. The guiding catheter repeatedly fell off the coronary opening, then used the extended catheter and replaced the jl4.0 guiding catheter, and sent the guide wire (runthrough ns guide wire, xt-r guide wire) to the distal end of the anterior descending branch again. The balloon could not pass through the guide wire fracture after repeated operation. Then driving-type dilating balloons (1.0×6mm minimally invasive pre-dilating balloon, 1.5×10mm givay ptca balloon dilating catheter) were used again but still unable to pass. Angiography showed that the stenosis of the anterior descending branch opening disappeared, the metal ring shadow was visible in the proximal part of the stent, the shape of the middle part of the stent was changed, about 40% of the residual stenosis was found, no thrombus or dissection was found, and the forward blood flow was timi3. The patient had no special discomfort and her vital signs were stable. The operation was completed after evaluation of the patient's condition. The residual end of the ns guide wire was not removed from the patient and it was covered in the blood vessel by the stent. It remained in the patient and was addressed by medical (non-surgical) intervention. The procedure outcome was not reported.